Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl and treated it with insulin pump. The customer had received insulin flow blocked alarm which was resolved by complete set change. The customer was having high blood glucose due to bent cannula. It was unknown whether automode feature was active at the time of event or not. The insulin pump will not be returned for further analysis.